Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: <1 cfu. Bacterial identification: unspecified. Sampling date: (B)(6) 2025. Sampling from: air water channel. Cfu: 1 cfu. Bacterial identification: bacillus cererus. Sampling date: (B)(6) 2025. Sampling from: auxillary channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 4 cfu. Bacterial identification: bacillus cererus and rossellomea sp. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 1 cfu. Bacterial identification: bacillus cererus. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 6 cfu. Bacterial identification:unspecified. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported the videoscope still contained bacteria during reprocessing. The device was not used on a patient. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.